Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device increased pressure, alarmed and subsequently shuts down. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of high pressure / obstruction alarms and ventilation stop. The device logs also revealed that the device failed to complete its internal self-test. The device inspection found contamination throughout the device components and the device accessories. The investigation determined that the device events were most likely due to contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device increased pressure, alarmed and subsequently shuts down. There was no patient injury reported as a result of this incident.